Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined as the occurrence date of the reported iipv had already been overwritten in the therapy and event log and the exact therapy settings and drain volumes are unknown. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011, 07:44:43. No additional information is available.